Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the aspiration pressure was unable to be raised and aspiration failure of the probe occurred. The customer stated it seemed as if the cassette caused the aspiration failure since the probe actuated normally. The surgery was completed using the same vitrectomy probe and cassette. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.10., e.1., h.3., h.6., and h.10. No further information was able to be obtained from this customer. However, a cassette and infusion tubing were returned for evaluation. The cassette and an infusion tube (with a 3-way stopcock) was received for evaluation. A visual assessment of the returned sample was performed on august 28, 2017 and showed no obvious nonconformities. The sample was installed into a calibrated system and primed successfully. When the footswitch was depressed, the cassette housing filled with water until the automatically started draining the cassette. The sample was found to be functioning as intended. No problem was found with the returned sample. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
G.6 : corrected data. This file has been sent to correct the previously missed follow up 1 report. The manufacturer internal reference number is: (B)(4).